Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump which experienced failure code 703:00, interrupting delivery. The user interface module master software version is 5.03.00, which is classified as unremediated. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4), a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition of failure code 703:00, and determined the root cause to be a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.